Event description:
Reportedly, the defibrillator charged, but would not deliver energy to the pt. This allegation was based upon the observation of a connect electrodes message. The device was removed from the pt, and a bls defibrillator was used to administer 300 joules to the pt. The pt was not resuscitated. The reporter stated the pt outcome was not the result of the reported discrepancy, based upon a lack of pt viability.